Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 3 months form primary the surgeon performed a washout and revised the head and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25 july 2022: lot 2108591: (B)(4) items manufactured and released on 05-oct-2021. Expiration date: 2026-09-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.